Manufacturer narrative:
(B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-02955 and 2134265-2017-02957. (B)(4) clinical study. It was reported that balloon rupture and vessel dissection occurred. In (B)(6) 2013, the patient underwent coronary angiography which revealed a 90% ostial and proximal stenosis in the third obtuse marginal (om) branch. Two days later, the patient underwent angioplasty to the third om using multiple balloons including 2.0 x 20 mm apex, 2.0 x 16mm apex nc, noncompliant balloon, and 2.5 x 20 mm apex balloons with multiple inflations at atmospheric pressures of up to 28 mmhg. However, two of the balloons ruptured and the proximal stenosis involving large third om was clearly non-dilatable; thus, it was not stented. The patient was scheduled for rotational atherectomy and provisional stenting. Following angioplasty of third om, there were multiple dissection planes noted; however, there was still fairly good flow into the distal disease-free segment of the vessel and the procedure was completed. No further complications were reported.